Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Malposition: unable to observe, as it is a medical event. Not related to the device. Nipple sensation increase/decrease: unable to observe, as it is a medical event. Not related to the device. Additional observations: crease fold, wear abrasion and white particles observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side capsular contraction, baker grade iii/IV. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported capsular contraction, baker grade iii/IV. The device remains implanted. This relates to the right side.